Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two scs systems. This report is related to the ipg associated with the cervical system. It was reported the patient stopped recharging her ipg as recommended. The patient's ipg was deemed inoperable when she later met with an sjm representative. As a result, the patient's ipg was explanted and replaced. Therapy was restored post-op.